Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level and customer alleged for possible under delivery. The customer¿s blood glucose level was 238 mg/dl. The customer treated their high blood glucose with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The reservoir will be returned for analysis